Event description:
The customer reported that after performing a preventive maintenance on the ventilator there was an "invalid configuration epm/ppm error in the error log. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the epm assembly. As reported in the complaint, the host unit was upgraded in the field to include an epm assembly to which an error was recorded of "invalid configuration epm/ppm". Apparently the field service rep had entered data into the manufacturing data for the epm without changing the model from a standard to a comprehensive model. Without having the model number changed this error will be logged after every power-up. Still referencing the complaint, the model number was changed to a comprehensive and was still having the error logged into the error log and caused the return of the assembly. When I installed this assembly into a known good top level unit I was also able to duplicate the reported issue, however after reviewing the data for the epm assembly there are underscores entered along with the revision and serial number to which the system does not recognize underscores in the serial number or revision thus giving the error. Once I cleared the underscores I cycled the power and I could no longer duplicate the reported issue. Findings/root-cause: underscore characters were used in the serial number and revision for the epm causing a conflict and creating the error noted in the complaint.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and updated the model configuration, performed calibrations and extended self-testing and operational verification testing. The ventilator performs to specifications.